Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, there was no pacer output. The complainant indicated that there was no patient involvement in the reported malfunction.